Manufacturer narrative:
(B)(4). UDI # unknown the actual complaint product was not returned for evaluation. The device history record for the lot number, m5352t645, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was reported by the respiratory therapist that while suctioning a patient the thumb valve got stuck down and the catheter was exchanged out. There was no patient injury or respiratory distress to the patient. No additional information was provided.